Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patent who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the communication worked fine during inter-op but when patient was waiting to be transported to the recovery room, the rep was unable to communicate with ins. It was reviewed that there may be interference in that location and rep should try again when patient is in recovery room. No symptoms were reported and no further complications were reported/anticipated. Additional information was received. It was reported that the rep believed the communication error was due to em in the operating room, once in recovery there were no concerns and I was easily able to read and update the battery.

Manufacturer narrative:
Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting the serial number of the ins involved with the event. They stated that they did not know the patient's weight at the time of the event. The provided information had not been confirmed with the physician/account as the rep stated they did not want to alert the physician of a situation that had been resolved in recover. No further complications were reported/anticipated.